Event description:
Generator had to be changed out early. Pt in atrial fibrillation. The generator should have lasted 2 more yrs or so, but the atrial output had to be turned up so high for this pt. Sales rep thinks that is why generator reached end of life early. New generator and lead was placed in the pt. Old lead capped and left in place.